Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent

Event description:
During an incoming quality inspection at the distribution center, the product box was received without any labels.  One device will be returned to the international service center.